Event description:
The customer reported an increase in palatal grooves in nicu patients associated with use of neomed ng/og feeding tubes. The customer stated that tubes are routinely changed every two weeks or sooner and the insertion site is rotated with each new tube.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Sample evaluation could not be performed because the involved device was not returned for analysis. A review of the device history record is not possible as a valid lot number was not provided; therefore, the UDI-pi is unavailable. Root cause could not be determined. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting.